Event description:
It was reported that 7 to 10 pts experienced erosion around the urethral meatus since conversion from latex catheters to all-silicone catheters. One patient developed a necrotic flap the size of a fifty cent piece that required debridement.